Event description:
Reporter received information that during the implant procedure, the introducer used with this lead broke and would not hold the lead during repositioning attempts. The pacing impedances were out-on-range, and pacing was intermittent despite trying new cables. The lead was explanted and another lead was placed successfully.

Manufacturer narrative:
Based on field information, it could not be determined whether the spring became disengaged during the procedure or prior to the procedure. Original traceability records indicate tool passed visual and dimensional specifications. Introducer is 100% inspected to verify that it functions properly prior to field release. Enpath medical, at the time of this event, had a facility location and the introducer tool involved in this event was manufactured in this location.